Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath with the dispenser hoop. Visual inspection of the device revealed that the proximal contact was kinked/bent, the main coil was kinked/bent, stretched, the main coil was jammed inside the introducer sheath and the main coil was prematurely detached/separated. Functional testing could not be performed as the main coil was detached/separated. Based on the investigation results and the available information, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken/ fractured. No consequences to the patient were reported.